Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and the repeated results were more in line with what was expected. The requested logs were received for investigation. The customer stated they replaced the reagent cartridge and they have had no further issues. The instrument is operational.

Event description:
The customer reported discrepant potassium results on the rl 1265. There was no report of injury due to this event.